Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part #: 03.010.523. Lot #: unknown. Since lot # couldn't be identified, no manufacturing record evaluation was performed. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: unk) was received at us customer quality (cq). Visual inspection of the complaint device showed the threaded distal tip broken and the broken part was stuck in the insertion handle (part #: 03.033.001). The device had surface scratches along the shaft and the part/lot etch was faded (lot# couldn't be identified). No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: groove ø = conforming. Shaft ø = conforming. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523) as the threaded distal tip was broken. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the driving cap/threaded broke off inside the radiolucent insertion handle for femoral recon nail system (frn) . Procedure was completed successfully with no surgical delay. Concomitant device reported: radiolucent insertion handle (part# 03.033.001, lot# unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).